Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an inappropriate mode switch. This was caused by the over sensing of noise in the atrial channel. The noise could be induced by excessive arm movement. Programming changes were made and the patient was further monitored. Patient was stable.